Manufacturer narrative:
Mfg/exp date updated: reported event: an event regarding revision involving a mets proximal humerus (bayley/walker) collar was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised. The reason for revision was not reported. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision of stanmore proximal humerus with linked bailey walker glenoid. Stanmore bailey walker construct was re-implanted with 7mm stem from original construct and was implanted without collar.

Event description:
Revision of stanmore proximal humerus with linked bailey walker glenoid. Stanmore bailey walker construct was re-implanted with 7mm stem from original construct and was implanted without collar.

Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following devices were also listed in this report: device name#hum stem ø7>ø6.5 x 70 long ; cat#mhstm-7x70 ; lot#unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3 other text : device not returned to the manufacturer